Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint from this lot. All available information was investigated, and the reported entrapment of device was due to user technique/procedural circumstance. The reported slda was a cascading effect of entrapment of device. The reported foreign body in patient appears to be due to the reported entrapment of device. The reported unspecified tissue damage and mitral valve insufficiency/ regurgitation appears to be due to slda. The reported additional unexpected medical intervention is a result of case specific circumstances as the patient underwent one additional mitraclip procedure. The reported patient effects of failure to delivery mitraclip to the intended site/chordal entanglement, unspecified tissue damage (mitral valve injury) and mitral regurgitation as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip was unable to be removed requiring intervention and causing injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted on the center of a2p2. The second clip delivery system (cds) was advanced into the left ventricle (lv) when the clip became stuck with the chordae. The clip was inverted to be retracted to the left atrium (la) however this was unsuccessful. The decision was made to deploy the clip in this position although the posterior mitral leaflet (pml) could not be completely grasped. After deployment, the clip detached from the pml (single leaflet device attachment (slda)) and it was noted the pml was damaged. A third cds was advanced to be placed between the two implanted clips however the leaflets could not be grasped therefor the clip was not implanted and the cds removed. The procedure was aborted with the mr remaining at 4. The patient was in stable condition. No additional information was provided.